Event description:
It was reported that "physician stated that the patient treated most likely had a pelvic hematoma due to urolift procedure. Patient is doing well now.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "physician stated that the patient treated most likley had a pelvic hematoma due to urolift procedure. Patient is doing well now.

Manufacturer narrative:
(B)(4).